Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level of 27 mmol/l. The customer reported blood glucose of 24 mmol/l as well. The customer was mentioned insulin flow block alarm last night during the bolus delivery. Troubleshooting was done for insulin flow block alarm and insulin exited through the tubing. Customer treated for the high blood glucose with manual injections. The insulin pump will not be returned for analysis.